Event description:
It was reported that the patient experienced incontinence with an artificial urinary sphincter (aus) due to the device no longer working. A revision surgery was performed in which a pinhole was identified in the balloon. The patient did not experience any adverse events.